Event description:
It was reported when using the bd alaris¿ secondary set, the user experienced a damaged deformed product where the tubing broke off from the male luer. The following information was provided by the initial reporter. The customer stated: "the distal end of the tubing broke off from the male luer."

Manufacturer narrative:
Investigation: a complaint of tubing breaking off the male luer was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer had broken off from the tubing. The drip chamber had also separated from the tubing. The drip chamber was not returned. There were also kinks in the tubing from the roller clamp being engaged. A device history record review for model 72213n lot number 21113220 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified and an investigation was performed. The root cause for the kinks in the tubing were determined to be caused by engagement of the roller clamp for an extended period of time. The root cause was determined to be a damaged piston on a manufacturing machine. This can cause unregulated air flow that then damages and deforms the drip chamber. The damaged piston was replaced to prevent this defect. An air regulator was also installed into the UDI applicator. This incident has been added to our database of reported incidents. The root cause for the separated drip chamber was that at some point the drip chamber had been cut off. The tubing was measured at the manufacturing plant and it was determined that an inch of tubing was missing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21113220 regarding item 72213n.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris¿ secondary set, the user experienced a damaged deformed product where the tubing broke off from the male luer. The following information was provided by the initial reporter. The customer stated: "the distal end of the tubing broke off from the male luer."